Event description:
The account reported that the monofocal lens was explanted because the surgeon thought the lens looked like a multifocal lens and the patient had blurred vision.

Manufacturer narrative:
The returned lens was visually inspected when received and confirmed to be a monofocal lens and not a multifocal as reported by the surgeon. Optical measurement of the lens confirmed the diopter was correct as labeled, 16.5 d. All other optical measurements met specifications. Our investigation revealed no product deficiency suggesting this event was not caused by the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.